Event description:
It was reported that an asymptomatic patient presented in clinic during follow up. The device was post-paced t-wave oversensing and was noted on a stored egm. Programming changes were made during the device check. The patient did not receive therapy during the oversensing.